Event description:
It was reported that at activation the pt had no benefit from the device and a revision surgery was performed. During this revision surgery it was decided to explant the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.